Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device. This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the light guide lens was cracked. During visual examination, the following issues were found: the air/water cylinder and scope cylinders were missing the color indicators; the switch box was scratched; switch button 1 was scratched; the mouthpiece was loose; the plug unit was damaged; the scope cover unit was corroded due to water leakage; the light guide bundle was broken; the light guide lens was cracked; the connecting tube was buckled; and the universal cord was wrinkled. Functional testing showed the device's insulation resistance did not meet with specifications due to burn damage at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a light guide lens defect. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the objective lens and at the bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The customer reported the issue was found during reprocessing. No patient involvement reported.